Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication resulting in a vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been a vessel occlusion due to component migration. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D4: UDI: unknown due to unknown lot number. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: unknown if the device was explanted. H4: device manufacture date: unknown due to unknown lot number. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had received a left heart catheterization (lhc) and then received the angio-seal device for closure. The patient experienced some leg pain, so they came for another angio. The angio showed some type of occlusion in the femoral artery area that the doctor thought may have been related to the angio-seal (as). He referred the patient to a vascular surgery for further consultation. The patient was stable, however, reported to be experiencing claudication. The exact date of event is unknown, the doctor stated he believed it occurred between one and two months ago.